Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a ECG cable malfunction.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusion). Corrected fields: d1, d4 (version, catalog, unique identifier). Additional information: event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) is facing ECG cable malfunction. A getinge field service engineer (fse) reported that customer replaced new cardiosave ECG trunk cable, but the cable is not suitable for the machine. Fse replaced front end board (d-0670-00-1164) against camc basis, updated the software, pressure calibration performed. Then checked all functional test, handed over the unit for clinical use. Patient involvement in unknown.